Event description:
During a surgical procedure, the patient received a superficial burn on the nostril skin. According to the surgeon the insulation of the bipolar lost integrity.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Manufacturer narrative:
Customer complaint confirmed as the reported damage to the insulation was found. This investigation report finds that the manufacturing and assembly process for the 70139033 - pk 3mm str agg turbinate performed by the (B)(4) facility is in control and finds no evidence that there was any assembly related variable that contributed to the reported event. The failure is appears to be inherently design related and has been addressed through the release of the (B)(4) blade which has not experienced any related complaints since product launch.

Event description:
During a surgical procedure, the patient received a superficial burn on the nostril skin. According to the surgeon the insulation of the bipolar lost integrity.